Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that sudden loss of therapeutic effect for implantable neurostimulator (ins) and stimulation. Patient had gone on a rafting trip and they did fall and hit the side where their implant was located. Since this incident, patient had not been able to feel stimulation. The manufacturing representative reviewed that if patient was till receiving 50% or more in symptom reduction, patient stated "probably". Patient lost their patient programmer so cannot troubleshoot by themselves. Patient was having follow up appointment with their hcp on (B)(6) 2016. Issue of for loss of stimulation had been resolved by physician. No patient outcome was reported. Patient was implanted for urinary dysfunctional nerve system and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.